Event description:
During the procedure, the fast-cath hemostasis introducer fractured at the proximal end and remained lodged in the patient. A snare and sl0 sheath were used to remove the fractured portion of the introducer and the procedure was completed with no patient consequences.

Manufacturer narrative:
The reported event of sheath fracture was confirmed. The results of the investigation concluded the hemostasis sheath had been fractured into two sections, consistent with the reported event. The fractured ends appeared cut and torn. The sheath had been split at the distal tip, kinked, and flattened. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the hemostasis sheath damage is consistent with damage during use.